Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer required maintenance, user was unable to recover drawer. Customer stated that the nurses had to determine if the medication is in the drawer and then go to the pharmacy for medication as it is inconvenient as it had happened multiple times with multiple medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer had tried to recover the drawer multiple times. A field service engineer found failed half height cubie drawer, inspected and manually removed all cubies and cleaned out foil debris from moab, tested drawer in hardware test application to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.